Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was planned to be implanted in a patient to treat a 67 mm thoracic abdominal aortic aneurysm. The patient was being treated for a thoracic co-abdominal repair with another investigational device. It was reported that the valiant stent graft system was inserted through the right common femoral artery but would not pass through the right external iliac artery. The diameter of the right external iliac artery was 6 mm. The physician then used sequential dilators to dilate the eternal iliac artery. While removing the dilators, the patient's blood pressure dropped and the external iliac artery ruptured and emergency treatment was started. A balloon was inflated in the distal aorta to occlude the artery and an angiogram was taken to see the extent of the rupture. An endurant ii limb was then deployed into the right common iliac artery down to the right common femoral to cover the injury. However, the injury was too extensive, and the physician then cut down on the common femoral site and reteroperitoneal to assess the injury and clamped off the bleeding artery. A 10mm graft was used to bypass the right common iliac artery down to the right common femoral artery. The bleeding was controlled and the patient left the operating room in a stable condition. It was also reported that the endurant ii limb was explanted during the procedure. It was reported that the procedure was subsequently completed s uccessfully approximately 8 days post the index procedure. The physician reported that the cause of the event was anatomy related and that the right external iliac (6mm) was too small for the valiant captivia device. No additional clinical sequelae were reported, and the patient is being monitored.

Manufacturer narrative:
Film evaluation summary: the exact cause of the valiant positioning difficulties and resulting external iliac rupture could not be determined from the pre-implant films provided. Images during implant were not available for review and the reported events could not be assessed. Pre-implant CT¿s and 3d-CT film report confirmed that the common iliac arteries were non-tortuous and mildly calcified. The right common iliac ranged in diameter from 14 ¿ 11 ¿ 10mm, and both the right and left external iliacs measured 6mm in diameter with no appreciable calcification. It is possible that implanting via the small right external iliac artery may have contributed to the events. If information is provided in the future, a supplemental report will be issued.